Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump experienced unexpected restart. The customer¿s blood glucose level was 191 mg/dl .customer states customer needs assistance changing out battery, assisted customer with changing battery and customer states they received an unexpected restart alarm. Troubleshooting was performed for unexpected restart alarm and it did not resolved the issue and customer received unexpected restart alarm again.the customer was advised the pump will be replaced. The customer was advised may continue to wear the pump until replacement arrives.the insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the unexpected restart error test and displacement test noted. No unexpected restart error alarm noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.